Event description:
Additional information received reported that the high impedances did not resolve and were present on the previous implant. It was unknown if the cause of the high impedances was device related or if there was a lead fracture. No further troubleshooting was done to resolve the event as the patient was receiving effective therapy. Refer to manufacturing report #3004209178-2012-09732 and 3004209178-2012-09731 for the impedance issues with the previous implants.

Event description:
It was reported that there was an open circuit. There were high impedances of 15,443 ohms on 3/c and all bipolar combinations involving 3 were 12,739, 14,468, and 15,443. No action was required, the issue was not resolved and the cause was not determined. The open circuit was not impacting the patient¿s therapeutic settings. The patient was programmed to c+ and 2- with impedances of 918 ohms and ma was 3.282. The patient was doing well with his therapy. No symptoms were associated with the event. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, lot# n24969a, implanted: 2001-(B)(6), product type: lead. Product ID: 748251, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. Product ID: 748251, serial# (B)(4), implanted: 2001-(B)(6), product type: extension. Product ID: 3387-40, lot# j0107926v, implanted: 2001-(B)(6), product type: lead. (B)(4).